Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a(B)(6)-year-old female was being placed on impella cp for mechanical circulatory support. It was reported that the medical staff was unable to deliver the impella pump due to the patient's vascular anatomy. After multiple attempts, the impella implant procedure was aborted